Manufacturer narrative:
One still image was provided showing the distal end of an angiographic wire. On one section of the wire, the coils appear slightly separated/deformed. However, an analysis of the image by the vendor suggests that the coil separation/deformation is due to the safety wire being broken/detached. From the image provided, no portion of the wire appears unraveled. It is unknown whether there is any other damage to the wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An angiographic guide wire was used during a procedure. There was no damage noted to the packaging. There were no issues noted removing the device from the packaging. The device was inspected with no issues. The device was prepped per IFU with no issues. It was reported that the guide wire unraveled inside the calibrated pig guide, the wire fractured while being used and then caused thrombus to form in the wire. The patient is alive with no further injury.